Manufacturer narrative:
Date of the reported event is unknown.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed accuracy with -9.60 percent. This was discovered while testing. There was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, no fault was found with the returned pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.